Event description:
A pt called zoll customer support to report that his battery charger wasn't properly charging his batteries. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (not charging batteries) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to contamination on the charger pca board. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the contaminated charger. The pt received a replacement battery charger.